Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture on its proximal shaft. If the cat7 is torqued forcefully during advancement, damage such as a kink and subsequent fracture may occur. Further evaluation revealed additional fractures and ovalizations on the fractured distal segment of the cat7. Based on the reported event, this damage was incidental to the complaint and occurred during removal of the distal fractured segment from the non-penumbra sheath. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system cat7 aspiration catheter (cat7) and a non-penumbra sheath. During the procedure, the physician advanced the cat7 over a guidewire through the sheath into the sfa occlusion and completed the first pass. After completion of the first pass, the cat7 was removed for flushing. The physician then performed an angiogram and noticed that there was still some clot on the vessel wall. Therefore, the cat7 was re-inserted into the target vessel. During the second pass, the physician torqued the hub of the cat7 and removed some clot. While removing the cat7, the physician noticed that the cat7 had fractured into two segments and only the proximal half of the cat7 was removed. The distal half of the fractured cat7 remained within the sheath. Therefore, the physician cut the sheath to remove the distal half of the fractured cat7 by hand, then removed the sheath. The procedure was completed using a new indigo system cat6 aspiration catheter, a new non-penumbra sheath and a stent. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.